Event description:
Caller reported a cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided complete pump reset information and guided the caller through the reset process. After the reset, the error code did not reappear. The customer was advised to wait 20 minutes before starting the sensor session and acknowledged this instruction.